Manufacturer narrative:
Additional info received by medacta USA associate quality systems engineer on the 14 march 2019 (he received the information by the sales agent): the surgeon confirmed that the dislocation occurred due to an excessive anteverted cup. The reason for the cup being anteverted was due to the patient's spine being fused from a previous spinal surgery. It was confirmed that medacta liner and head were revised with competitor's products, the cup has been left in situ. Batch review performed on 12 march 2019: lot 184750: (B)(4) items manufactured and released on 06-sep-2018. Expiration date: 2023-08-23. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported. Additional implant involved: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115), lot. 185168: (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-10-22. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported.

Event description:
The patient had an amis primary hip surgery on (B)(6) 2019 and subsequently the head dislocated anteriorly from the liner. The surgeon revised, on the same day, the head and liner with competitor 's products. The 32mm biolox head has been replaced with a 28mm cocr head and the surgery was completed successfully.